Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a prostyle device after an interventional heart cath procedure with a 6f sheath. Reportedly, the lever was closed; however, the device could not be removed as the foot remained engaged inside the vessel. The lever was cycled a few more times, the device was rotated and manipulated; however, it remained stuck. Using force the physician was able to remove the device. Vessel damage occurred during device removal. Vessel damage was not treated. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - excessive force.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to retract the foot was not confirmed. The reported difficulty to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific quality issue. The prostyle device was removed with force. It should be noted that the electronic prostyle instructions for use (IFU), do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal which likely resulted in the observed foot separation. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issues could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to a difficult to retract the foot include, but not limited to; tissue or suture caught in the foot or posterior cuff partially deployed in the foot which likely led to the reported difficult to remove the device and observed displaced foot. The patient effect of vascular injury is listed in the perclose prostyle IFU as a possible adverse event of use of the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.